Event description:
Since day one I had essure implanted I've been experiencing really bad migraines and all kinds of different illnesses like migraines, very bad cramping and "bleeding" of my stomach and heavy periods. Sometimes I would get my period non stop for 3 moths in a row also weakness, weight gain and swollen feet and problems with my eyes and short term memory, loose depression and anxiety attacks. I also developed facial paralysis a couple of weeks after essure implanted. (B)(4).